Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that he was not feeling well, while at the airport in (B)(6), so he visited a doctor at the airport who instructed him that he was able to fly home. On the flight he was not feeling well and was vomiting with blood glucose (bg) reading greater than 13.9 mmol/l (250 mg/dl). He administered two correctional boluses with the omnipod but was not able to lower his bg levels. Once his flight landed in (B)(6), he went to the hospital and was treated for diabetic ketoacidosis (dka). The pod was removed and discarded at the hospital. On (B)(6) 2017 he was transported to a different hospital in (B)(6) and was able to go home on (B)(6) 2017. Patient did not provide any further information regarding the hospitalization or his treatment. Duration of pod use and pod site not indicated.